Event description:
It was reported that the patient presented to the emergency room with syncope, the patient had fallen a few times and the head was hit. Device remote interrogation was performed, and loss of capture and an increase in the pacing threshold measurements were observed on the right ventricular (rv) lead. It was also noted that the rv automatic capture (rvac) feature was turned off. Additionally, this rv lead exhibited a gradual increase in pace impedance measurements since (B)(6) 2021. The lead was reprogrammed to unipolar mode and the thresholds measurements were better, and the rvac feature was turned on. At this time, this rv lead remains in service and there were no additional adverse patient effects reported.